Event description:
It was reported that the customer received multiple attitude alarms while at home. Reportedly, the alarms could not be cleared. The customer reverted to an alternate method for insulin delivery. There was impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.